Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that after a successfully completed therapeutic transurethral resection of the prostate (turp) procedure, it was noticed that the ceramic insulation at the distal end of the inner sheath was missing. An x-ray examination of the patient was performed in recovery where the ceramic insulation could be located within the patient's bladder. The patient was brought back into theatre where the fragment of the ceramic insulation was removed. The patient has reportedly recovered well.

Manufacturer narrative:
Correction: d4 - lot number; h4 - device manufacturer date. Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the ceramic insulation at the distal end of the inner sheath is broken off. The cause of this damage is most likely material fatigue caused by wear and tear possibly in combination with excessive force. Thus, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged or worn before the incident, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the actual procedure. Furthermore, several other damages were found during the evaluation/investigation. The laser marking is faded, the tension ring is loose and the locking button is missing. These findings were also attributed to wear and tear/use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.